Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 08/24/2017, belt: 07/09/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems was called. Per clinical review of the continuous ECG recording, the device was started up at 19:21:19 on (B)(6) 2021. The patient as in sinus tachycardia at 110 bpm with pvc's at 19:25:38. The patient's rhythm then degraded to vt from 130 bpm to 150 bpm at 19:55:40. The lifevest detected the vt arrhythmia, but the patient's rhythm self-converted to an idioventricular rhythm at 60 bpm with pvc's, preventing the lifevest from delivering a shock. The patient's rhythm degraded to vt from 120 bpm to 140 bpm with CPR artifact, tactile artifact, and electrode lead fall off from 21:05:53 to 21:12:17. The lifevest detected the vt arrhythmia, but CPR/tactile artifact, electrode lead fall off, and the rate of the vt arrhythmia being less than the physician-prescribed rate threshold of 150 bpm prevented the lifevest from delivering a shock. The patient's rhythm then slowed to an idioventricular rhythm at 40 bpm at approximately 21:12:27. The patient's rhythm then degraded to vf with low amplitude cardiac signal, CPR/motion artifact, and electrode lead fall off at approximately 21:16:04. The lifevest detected the vf arrhythmia, but low amplitude, CPR/motion artifact, and electrode lead fall off prevented the lifevest from delivering a shock. The patient's rhythm then degraded to asystole with motion artifact and electrode lead fall off at approximately 21:15:59. The patient received an external defibrillation at approximately 21:16:21. The patient's rhythm at the time of the shock was obscured by motion artifact and electrode lead fall off. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient's rhythm transitioned to vt at 140 bpm with CPR/motion artifact and electrode lead fall off at approximately 21:17:06. CPR/motion artifact, electrode lead fall off, and the rate of the vt arrhythmia being less than the physician-prescribed rate threshold of 150 bpm prevented the lifevest from detecting the vt arrhythmia. The patient's rhythm was then obscured by motion artifact and electrode lead fall off at 21:17:17. The patient received a second external defibrillation at 21:19:18. The patient's rhythm at the time of the external defibrillation was obscured by motion artifact and electrode lead fall off. The patient's post-shock rhythm was obscured by CPR/motion artifact and electrode lead fall off. The patient's rhythm was obscured by CPR/motion artifact and electrode lead fall off until the electrode belt disconnection at 21:44:22.